Event description:
It was reported that during a percutaneous coronary intervention procedure, shaft break occurred. The lesion was 100% stenosed and was located in a mildly calcified and severely tortuous mid right coronary artery / posterior descending artery. The vessel diameter was 2.5x3.5mm. The lesion was predilated using two non bsc balloons. A taxus liberte 2.5x24mm and 3.0x24mm were implanted in the distal and mid portion of the lesion. The physician felt resistance while advancing these stent delivery systems to the lesion. The physician attempted to implant the 3.50x16mm taxus liberte stent in the proximal portion of the lesion. The stent delivery system was very difficult to get to the lesion. Eventually, the shaft broke. The procedure was completed with a taxus liberte 3.0x16mm stent. The patient status is listed as good with no complications reported.

Manufacturer narrative:
(B)(4).